Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that using the angio-seal device, hemostasis was successfully achieved, and the patient was returned to the patient's room. However, two days later, a hematoma was noted at the puncture site. The physician applied manual compression, and hemostasis was successfully achieved. No health problems have occurred since then. As delayed bleeding occurred in the past, the physician firmly pushed the tamper tube during the procedure, but the hematoma occurred. The patient recovered. The blood loss is unknown. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the patient was treated post deployment of angioseal device. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.